Event description:
A journal article by tamara susic, marijana miler, nora nikolac gabaj, andrea tesija kuna, kresimir kordi, vedrana ilic, ozren vinter. ¿long term false positive hstni on alinity I probably caused by macrotroponin complex: case report¿, clinical biochemistry 131-132 (2024), noted falsely elevated alinity I stat high sensitive troponin-I (hstni) results on a 48-yr old female patient: a heavy smoker, who presented to the emergency department with intermittent chest pain and elevated blood pressure. The following results were provided: hstni = 231 ng/l, repeated measurements after 3 hrs did not show a change >20%. Echocardiography: showed normal left ventricular size and ejection fraction (eflv 65 %) without regional wall motion abnormalities and global longitudinal strain was unremarkable. Coronary angiography was performed, which showed no hemodynamically significant narrowing of the coronary arteries. No malignant cardiac arrhythmias were detected during monitoring. In the following days, persistently elevated hstni concentrations were monitored but since the patient was asymptomatic, she was discharged with the recommendation to perform a cardiac MRI due to suspected myopericarditis. MRI performed after six weeks showed no pathologic late gadolinium enhancement (lge). The following month, hstni still elevated at 200-300 ng/l. No complaint of chest pain and repeat echocardiograms and ecgs were normal, and no malignant arrhythmias were detected. After another month, hstni = 278 ng/l and echocardiography remained normal including global longitudinal strain. Between october 2022 and july 2023, persistently elevated hstni concentrations were observed in serum samples from the patient measured with the alinity I analyzer. In july 2023, hstni concentrations measured on different platforms were below the linearity range: <5 ng/l (mini vidas) and 4.5 ng/l (unicel dxi 600 access). Precipitation with peg caused a significant drop in hstni concentration on the alinity I analyzer, which measured < 10 ng/l. No further impact to patient management was reported.

Manufacturer narrative:
The ticket search by lot could not be performed since the likely causative agent lot number is unknown. There are no trends for the product related to patient results. No customer returns were available for evaluation. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The likely cause lot is unknown in this case; however, review shows that the median values were within established limits and comparable to the historical reagent lot performance. Manufacturing documentation for the likely cause list number did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on all reviewed data, no systemic issue or product deficiency was identified with the alinity I stat high sensitive troponin-I assay.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21.

Event description:
A journal article by tamara susic, marijana miler, nora nikolac gabaj, andrea tesija kuna, kresimir kordi, vedrana ilic, ozren vinter. ¿long term false positive hstni on alinity I probably caused by macrotroponin complex: case report¿, clinical biochemistry 131-132 (2024), noted falsely elevated alinity I stat high sensitive troponin-I (hstni) results on a 48-yr old female patient: a heavy smoker, who presented to the emergency department with intermittent chest pain and elevated blood pressure. The following results were provided: hstni = 231 ng/l, repeated measurements after 3 hrs did not show a change >20%. Echocardiography: showed normal left ventricular size and ejection fraction (eflv 65 %) without regional wall motion abnormalities and global longitudinal strain was unremarkable. Coronary angiography was performed, which showed no hemodynamically significant narrowing of the coronary arteries. No malignant cardiac arrhythmias were detected during monitoring. In the following days, persistently elevated hstni concentrations were monitored but since the patient was asymptomatic, she was discharged with the recommendation to perform a cardiac MRI due to suspected myopericarditis. MRI performed after six weeks showed no pathologic late gadolinium enhancement (lge). The following month, hstni still elevated at 200-300 ng/l. No complaint of chest pain and repeat echocardiograms and ecgs were normal, and no malignant arrhythmias were detected. After another month, hstni = 278 ng/l and echocardiography remained normal including global longitudinal strain. Between october 2022 and july 2023, persistently elevated hstni concentrations were observed in serum samples from the patient measured with the alinity I analyzer. In july 2023, hstni concentrations measured on different platforms were below the linearity range: <5 ng/l (mini vidas) and 4.5 ng/l (unicel dxi 600 access). Precipitation with peg caused a significant drop in hstni concentration on the alinity I analyzer, which measured < 10 ng/l. No further impact to patient management was reported.